Event description:
It was reported that the pacemaker was explanted due to a unknown issue with the rest of the leads. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker was explanted due to a unknown issue with the rest of the leads. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected.